Manufacturer narrative:
The device history record for lot 30380526 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 13 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 12 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient was having unexplained vomiting and blood in the stool. Kub (kidneys, ureters, bladder) was performed and it was found that the nasogastric (ng) tube that was present was barely connected at the tip. The team decided for me to pull the ng and place a new one. When I pulled the ng, it was literally hanging on by a thread. The end of the ng was black and breaking apart.¿ the distal end of the tube is kinked and fractured.